Event description:
Per pt, 1 of her cadd legacy pumps is not showing the correct reservoir volume. It shows 34ml even after pt sets the given vol to 0ml. Will replace pump with a new pump. Will have malfunctioning pump returned to pharmacy. Pt experienced no side effects during this malfunction. Sn (B)(4), exp date 08/08/2018. No further info known. Dose or amount: 42 ng/kg/min, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2016 to on going. Diagnosis or reason for use: pah.